Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for eval. Microscopic eval found a cracked barrel condition and part of the needle barrel is missing. The inner barrel wall also shows a crack on the barrel wall, a brittle needle. Conclusion: the device was received in a condition which does not meet specification. Results: rep samples were returned for eval. The devices were tested by the pull test and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle pulled off the suture. There was no adverse consequence to the pt.